Event description:
It was reported that the customer using the programmer had induced ventricular fibrillation (vf) without having the vf detection turned on. The customer expressed concerns that the warning "pop up" window is easily "cancelled," and is concerned around the ability to induce vf without having the detection on. There was one reported incidence where the patient may have been rescued with an external shock. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.